Manufacturer narrative:
(B)(4). The reported problems were not confirmed and no cause could be determined. No device malfunction or use error was identified.

Event description:
Same patient as (B)(4). This is a report of bladder infection and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. The patient underwent a surgery on his catheter for an unreported indication which led to the development of bladder infection. The patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was the bladder infection. Treatment was not reported. Five days later, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12g23094, h12h30030 and h12h14133. No exceptions were observed that were related to the reported condition.